Event description:
Rptr telephoned smithkline beecham, and was informed that this product was sold to hogil pharmaceutical corp. On april 1, 1996 and that they were now the MFR. The rptr has 2 questions. Who manufactures this product? What are the ingredients?